Event description:
It was reported that the right atrial (ra) lead had high threshold. The bipolar impedance has also increased. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.